Event description:
This valve was explanted due to endocarditis and pv leak. According to the info received, during january 2001, the pt experienced "inflammatory syndrome" and purpuric marks on the neck. In march, echo revealed no anomaly on the aortic valve but demonstrated, growths and a grade iii pv leak on the mitral valve, and cultures were positive for coagulase negative staphylococcus epidermis. Repeat cultures in march were als0 positive. The pt was treated with vancomycin and refadin. At explant, the tissues were noted to be "blackish" and samples were sent for testing. The leaflets of the mitral valve were "normal" and a "small" (<5 mm) growth was "easily" removed. A 15 mm pv leak was observed in the 4 o'clock position. The remainder of the sewing cuff was covered by "normal" tissue. The valve was replaced with a carpentier valve.